Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is for use error. The home patient(hp) informed the baxter technical representative (tsr) that she had decided to remove the cap on the patient line and take the line out of the organizer while talking to the tsr. The tsr instructed the hp to start over with all new supplies. The tsr offered to assist the hp in removing the supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.